Event description:
It was reported that during device preparation, the device prematurely deployed outside of the patient's anatomy. Another xpert device was used to complete the procedure without incident. There was no patient involvement. No additional information available.

Manufacturer narrative:
The device was not returned. In this case, we were not able to perform a device investigation. The review of the device history record for this lot did not produce any findings relevant to this investigation. A root cause was unable to be established based on the available information. Based on the available information, it was not possible to determine the exact failure reason that was experienced during the procedure.